Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode and a premature battery depletion. A technical service (ts) consultant reviewed device data and provided recommendations to explant device in the near future. The device remains implanted. No adverse patient effects have been reported. New information was received, this cardiac resynchronization therapy pacemaker (crt-p) device was explanted. A new device implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode and a premature battery depletion. A technical service (ts) consultant reviewed device data and provided recommendations to explant device in the near future. The device remains implanted. No adverse patient effects have been reported. New information was received, this cardiac resynchronization therapy pacemaker (crt-p) device was explanted. A new device implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode and a premature battery depletion. A technical service (ts) consultant reviewed device data and provided recommendations to explant device in the near future. The device remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.